Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after pre-dilating the lesion with a non-abbott balloon dilatation catheter (bdc), a 2.0x30 mini trek rx bdc was advanced with no reported resistance over a non-abbott guide wire and to a moderately calcified, 90% stenosed, de novo lesion in the moderately tortuous, posterior descending coronary artery to perform additional pre-dilatation. The balloon was 1st inflated to 8 atmospheres (atm). During the 2nd inflation, the balloon ruptured at 8 atm. The mini trek rx was withdrawn from the anatomy without resistance. Another same size trek bdc was advanced and successfully inflated, followed by implantation of a non-abbott stent, completing the procedure with 0% stenosis post-procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.